Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the proximal portion of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole about 6 mm distal to the proximal x-ray marker. At the origin of the pinhole a deep scratch was observed which has likely been caused by a hard, sharp-edged object such as e.g., anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patient's anatomy (i.e., calcified target lesion).

Event description:
Passeo-18 balloon catheters were selected for treatment of a moderately calcified lesion (70% stenosis degree) in a moderately tortuous part of the mid sfa. Two balloons ruptured. They could not even be inflated up to maximum pressure before the balloons ruptured at 8 atm. This refers to 2nd balloon, the other balloon is reported separately.